Event description:
A pump malfunction was reported by the customer, with no notable events occurring prior to the issue. There was no reported adverse impact on the customer¿s blood glucose level, as it did not exceed the normal range. Technical support arranged for a replacement pump to be sent, and the customer was instructed to return the faulty pump using a prepaid label. The customer was also guided on how to use multiple daily injections as a backup therapy to ensure continued insulin delivery and was informed about placing the pump into storage mode.